Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. No audio/beep anomaly noted. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer reported the display went blank immediately after the insulin pump was exposed to moister. The customer states a constant tone occurring. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.